Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify keypad unresponsive due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump now black and the buttons were not responding too due to insulin pump expose to moisture. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. Customer reported the type of moisture exposure was water. Customer stated that the insulin pump was not turning on even they changed the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.